Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the unit would not power up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer evaluate the power supply for replacement to address the reported problem. The biomedical engineer reported they have no present plans to replace the power supply. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac and/or battery power, an audible alarm will activate.